Event description:
It was reported that a patient who had surgery two years ago on his lower back and had subsequent infections required v.a.c. Therapy. The patient had up to eight subsequent surgeries. The patient returned to surgery, in 2006, due to stenosis above the previous spinal fusion site. It was discovered that the v.a.c. Dressing had adhered to the dura of the spinal cord. The doctor thinned down the area of the foam to decrease the risk of infection. He was unable to remove all of the foam because of the risk of opening the dura. The physician also made the decision to not place spinal hardware due to the risk of infection.

Manufacturer narrative:
Additional information provided by the health care provider (physician's assistant) indicates that the patient was doing well. V.a.c. Therapy labeling states: "count the pieces of foam and annotate the total number in the patient's chart. Also annotate on drape with permanent marker. Do not place foam into blind or unexplored tunnels."